Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display developed a large dark area overnight that made the top right of the screen not visible, while the touchscreen remained responsive; the issue was communicated with photos, and the patient was counseled that the replacement device would not be watertight and on device management and data syncing, and the patient had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display that was difficult to read associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.